Manufacturer narrative:
It was reported that the customer was using the quick prime line on the cardiohelp. After changing from va ECMO to off ECMO to vv ECMO as well as got settled/closing the customer disconnect the quick prime line and the spring of the dialysis lock did not engage completely. Initially there was a slow trickle of blood and the cap was added to the lock. Over time the cap was saturated until it leaked again. To stop the leakage the customer was putting his finger on the cap to hold it down. Therefore the hls set needs to be changed out during treatment, but there was no patient harm. A backup hls set was available. The affected hls set was investigated by the getinge laboratory on 2023-03-08 with following conclusion: the leakage at the dialysis lock could be confirmed during investigation. It was further confirmed that the dialysis lock has damages and scratches. The pin was broken and there were several deformations.the scratches could not be reproduced. The most probable root cause for the reported failures are determined as external forces on the device which lead to the deformation and therefore to the leakage of the dialysis lock. In order to prevent from reoccurring the customer will be informed by the getinge sales and service unit about the instructions of use of the hls set advanced 5.0/7.0, hit set advanced 5.0/7.0. That it is important that only the emergency prime line, which was delivered with the hls set, should be used with the dialysis lock. According to the final test results of the production records, the hls module passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "leakage of the dialysis lock" could be confirmed. This complaint was found in the database of customer complaints for the hls set device as a single event (time frame from 2021-12-08 till 2022-12-08). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Event description:
It was reported that the customer was using the quick prime line on the cardiohelp. After changing from va ECMO to off ECMO to vv ECMO the customer disconnect the quick prime line and the spring of the dialysis lock did not engage completely. Initially there was a slow trickle of blood and the cap was added to the lock. Over time the cap was saturated until it leaked again. To stop the leakage the customer was putting his finger on the cap to hold it down. Therefore the hls set needs to be changed out during treatment. A backup hls set was available. No harm to any person has been reported. Complaint ID#: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.